Manufacturer narrative:
(B)(4). Date sent: 06/02/2020. D4: batch # t5f00p. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The green check mark turned on upon installation of battery, the breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a robotic sigmoid colon resection, stapler would not release after firing and anvil released from stapler when trying to back out. It is unknown how the case was completed. There were no patient consequences reported.